Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had an calibration error. Customer's blood glucose was unknown mg/dl. The customer stated that the device has inaccurate calibrations. The customer stated that the readings are way off. The customer stated that the device will beep low and go into threshold suspend. Customer stated that the pump said his blood glucose was 60 mg/dl. And he remember his blood glucose was 95 mg/dl. The customer stated that he did not have lot number. The customer was advised to contact 24 hour helpline to troubleshoot.